Manufacturer narrative:
(B)(4).month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Can more info regarding the exact surgical procedure be provided? On what anatomical structure was the device fired? What color reload(s) were used? Was device used for both the proximal and distal transections? How was common opening of the anastomosis closed? Were there any difficulties with the device or staple formation issues identified in the initial surgical procedure? How did the patient present with bleeding? Can more information be provided about what was meant by, ¿not seem to have sealed properly¿? Was a leak also identified? What was the total estimated blood loss (ml)? Was a transfusion required? Was the site of the bleeding identified? What was observed at the site upon reoperation? Was staple form able to assessed? If so, please describe. How was the bleeding addressed? Have there been any changes to the preoperative regimen to include blood thinners? What is the current status of the patient?

Event description:
It was reported that following a colectomy procedure the surgeon had to re-operate to correct the bleeding and oversew the staple line. When the surgeon examined the staple line intraoperatively it looks fine. On post-operative day four or five the staple line does not seem to have sealed properly along the internal staple line inside the colon. The surgeon has had to reoperate to correct the bleeding and oversew the staple line. The patient is fine.